Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was not received, so a pmv representative anvil was used for functional testing. The wing nut was disengaged. The wing nut was reattached. Functionally, the device was applied over the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely and a full complement of staples was deployed and properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the condition can occur if the twist knob is pulled from the instrument by force. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis step on a colorectal surgery, when the device was opened, the surgeon hold it for ready to use but the black twist knob was broken and fallen apart from the instrument body during releasing. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis step on a colorectal surgery, when the device was opened, the black twist knob was broken and fallen apart from the instrument body. Another device was used to complete the case. There was no patient injury.